Event description:
Medtronic received information that this annuloplasty ring was explanted due to mitral regurgitation.

Manufacturer narrative:
Analysis: the ring was distorted. Pledgets remained attached to the outflow aspect of the ring. Glistening off white pannus covered the outflow aspect of the ring. Remnants of pannus remained attached to the inflow aspect of the ring. Pannus appeared to have been removed on the inflow during explant. Conclusion: reduced performance of the ring may be attributed to host tissue overgrowth. These findings are generally considered a patient related condition.